Manufacturer narrative:
The technician investigated and thoroughly checked the bed exit and scale system. The technician used the communication tester to ensure that a signal was getting sent to the nurses' station and found the system functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. No repair needed, the bed functioned as designed. Based on this information, no further action is required.

Event description:
The account reported the bed exit alarm and scale are not functioning properly. The bed was located in the basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).